Manufacturer narrative:
E1: patient city: (B)(6). Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of high blood glucose level and diabetic kitoacidosis on 10-jul-2024. Patient's blood glucose level was 500 mg/dl at the time of event. Patient was admitted to hospital. The duration of hospitalization was overnight. Patient took insulin IV drip for treatment. No further information was available.